Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. Material deformation was observed on the valve capsule, consistent with damage during use. An x-ray of the device revealed that one retainer tab was not seated on the retainer receptacle, suggesting a valve mis-load, which likely contributed to the reported retraction problem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported retraction problem appears to be related to procedural conditions (possible valve mis-load). There is no indication of a product quality issue concerning the labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35 mm navitor valve was selected for implant using a large flexnav delivery system (ds). The length of the patient's membranous septum was 3.1 and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 28 mm balloon. The valve was then introduced and positioned. Upon initial deployment it was determined to be too shallow so the physicians attempted to recapture the valve. The deployment wheel was brought to the end of travel, but there was still a fair amount of valve exposed the micro adjustment wheel was also used in numerous attempts to cover the exposed inflow edge of the valve. The system was brought into the descending aorta and the valve recapture was performed again but was unsuccessful. The ds was removed and a new large flexnav ds and 35 mm navitor valve were prepped. At some point after the attempted implant of the first valve, the patient went into complete heart block. Upon removal of the ds, the capsule at the outflow edge of the valve was accordioned and no longer useable. The replacement valve was able to be successfully implanted within the patient at a depth of 5 mm on the non-coronary cusp and 4 mm on the left coronary cusp. A permanent pacemaker was also implanted to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 may 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The length of the patients membranous septum was 3.1 and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 28mm balloon. The valve was then introduced and positioned. Upon initial deployment it was determined to be too shallow so the physicians attempted to recapture the valve. The deployment wheel was brought to the end of travel, but there was still a fair amount of valve exposed the micro adjustment wheel was also used in numerous attempts to cover the exposed inflow edge of the valve. The system was brought into the descending aorta and the the valve recapture was performed again, but was unsuccessful. The ds was removed and a new large flexnav ds and 35mm navitor valve were prepped. At some point after the attempted implant of the first valve, the patient went into complete heart block. Upon removal of the ds, the capsule at the outflow edge of the valve was accordioned and no longer useable. The replacement valve was able to be successfully implanted within the patient at a depth of 5mm on the non coronary cusp and 4mm on the left coronary cusp. A permanent pacemaker was also implanted to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.